Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's pacemaker was over sensing atrial p waves. The physician was questioning if this was causing inappropriate mode switching. The device is still implanted. There were no patient complications reported as a result of this event.